Event description:
Healthcare technician reports, laser stopped during treatment, and could not continue to completion. Two system messages were received during the case. First message indicated - no nitrogen, and site chose to continue by pressing the ok key. Second message indicated - secondary energy too high, after which the treatment could not be completed. At one day post-op, the case was undercorrected, and showed decrease in bcva. Technician indicated the case will need a second treatment, to complete, after prescription is stable.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).